Event description:
It was reported to philips that the system did not boot up successfully; it was stuck at 0:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not boot up, it was stuck at 00:00. Review of the log files shows issue with grabber card. Upon troubleshooting fse found that the fault was in the flexvision pc board, which controls the huge monitor. As a result, communication between the main pc and the flexvision pc board was lost. To resolve the issue, replaced the flexvision pc. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.